Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2025, a sales representative via phone that (2) ar-300-b201 burrs broke. This occurred during a cheilectomy procedure on (B)(6) 2025 while shaving the first burr snapped, the fragment was removed and the second one was attempted which also broke. The fragments were retrieved and the case proceeded using an ar-300-b202. This resulted in a 12-15 minute delay in which it is unsure if additional anesthesia was administered. There was no harm on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the device was broken. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.